Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that they reamed the femur to 22x115 put our trial in and the stem engaged and fit snug. When putting in the actual implant the stem just fell right into the femoral canal, they checked the implant with a caliper and it was measuring at 20mm. They ended up opening a second 22mm and it resulted in the same results. They finished by putting in a 24x115 and it fit snug.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a surgical delay of 1 hour.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Review of the device history records did not reveal any manufacturing deviations. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.device history lot: 867434.device history batch: c61461. Device history review: DHR reviewed, no deviations were noted.if information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.